Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to high capture thresholds, loss of capture (loc), and diaphragm stimulation. This device has not been returned for analysis. No additional adverse patient effects were reported.